Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The balloon was folded and did not appear to have been subjected to positive pressure. The returned device was attached to an encore inflation unit filled with glycerol/h2o solution and positive pressure was applied, the balloon was successfully inflated to its rate of burst pressure. This inflation to rate of burst pressure was repeated three times and with no leaks or drop in pressure noted. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and tactile examination identified no issues along the length of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed-returned as there was no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.